Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead was oversensing noise which led to pacing inhibition. The rv lead was capped and replaced on 28 mar 2024. The patient was in stable condition.